Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 27 non-sustained tachycardia episodes with v-v intervals < 220 milliseconds on (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 478 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 1799 ventricular sic since the last session 19.5 hours ago. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. There were 5 inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise, and high pacing impedance. The rv tip/rv ring channel showed noise and oversensing, which caused inappropriate shocks. A lead fracture was suspected. After receiving inappropriate shocks, the patient had pain in the left chest and arm. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.